Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 30mmol/l with polydipsia, polyuria and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. It was determined that the basal/temp basal settings were incorrectly programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly programming basal settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming basal settings).

Manufacturer narrative:
Evaluation revealed that the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).